Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated 1 opened and used reservoir. Inspected reservoir, snap cap, and septum for anomalies, none were found. Performed occlusion test per specifications. The reservoir was filled with diluent, connected to a new infusion set. Installed reservoir and connector into the insulin pump and performed infusion set test. Installed reservoir and connector into the insulin pump and performed catheter tip test. Conclusion the reservoir is not occluded.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 368 mg/dl, which was treated for with a manual injection. The customer had removed the infusion set to release insulin and did see drops come from the tubing. The customer was unable to troubleshoot during the time of call because he had already performed an infusion set change. He advised that he would like to return the reservoir and infusion set for analysis. Unable to determine the cause of the issue. Nothing further reported.